Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier did not contain enough spaces, the entire ID is (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed false elevated magnesium when processing on the architect c8000. On (B)(6) 2021 sid (B)(6) ((B)(6) year old white male) generated magnesium of 6.9 mg/dl but repeated 2.0 mg/dl. The account uses a normal magnesium range of 1.6 to 2.6 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Component code: g03001. The field service representative (fsr) was dispatched to customer site to troubleshoot the issue. The fsr checked the instrument and noticed foam in the water bath which was seeping into the cuvettes. The fsr cleaned the cuvettes and replaced the water bath. The replacement the water bath has resolved the issue. A review of the analyzer¿s service history revealed no contributing factors on or around the time of the issue. There have no further reports of discrepant magnesium results from the customer since the current complaint. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentrations and erratic sample results and provides instructions for the removal, replacement, and verification instructions for the water bath. A review of the architect c tracking and trending data in the architect cc monthly product monitoring revealed no adverse trend for the architect c8000. The calculated erratic rates for the architect systems were all below the upper control limit. Further review identified no adverse trend for the architect c8000 and no similar issues for discrepant results as described in this complaint. Additionally, no adverse trend was found for the part replaced. No product deficiency was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.